Manufacturer narrative:
Section a1 patient identifier complete information:(B)(6). The alinity c processing module, serial number (B)(6), was considered the cause of the issue as no single part could be determined the cause. Quality control (qc) runs were successfully performed. The instrument service history review revealed no additional service tickets associated with discrepant/erratic results. Data and information provided by the customer were reviewed and support the complaint issue. A review of complaint and trending data for the alinity c processing module did not identify any similar issues related to the current issue. Review of the manufacturing documentation did not identify any non-conformances associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the available information, no systemic issue or deficiency of the alinity c processing module for serial number (B)(6) was identified. All available patient information was included. Additional patient details are not available.

Event description:
The customer reported falsely elevated magnesium generated from alinity c processing module and provided the following data: sample ID (B)(6), initial mag result > 8 and repeated 1.9 mg/dl (customer ref range 1.6 - 2.6 mg/dl) customer did not report the > 8 result out of the laboratory. The customer confirmed that patient care was not impacted. Patient information: 57-year-old male. Per the customer the discrepant results were not reported out to the patient¿s medical provider. There was no reported impact to patient management.